Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg is no longer functional. Patient suffered a stroke and was hospitalized for several months. During this time she did not use her scs system and was unable to charge it. After she was released from the hospital, she attempted to turn stimulation on but was unsuccessful. No communication could be established with the patient's ipg. The patient would like her system replaced, therefore, ipg replacement may occur at a later date.